Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), restricted septal leaflet, enlarged atrium and pacemaker probe in posterior and septal position for a triclip procedure. During the procedure, first triclip was successfully implanted. It was decided to implant the second clip for the better result. Second clip was mitraclip on the tricuspid valve, mitraclip deflected in an unintended movement and was stuck in the chordae in posterior and septal position. Multiple attempts were made to reposition the clip in the right atrium. During the tenth attempt, the clip was found fully stuck in the chordae and was no longer to be removed and was implanted on only one leaflet. All steps were performed as per IFU. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.